Event description:
It was reported that the ventilator unexpectedly stopped while it was connected to a patient. The patient final outcome was no harm. (B)(4).

Manufacturer narrative:
More information surrounding the event has been sought. A supplemental medwatch will be provided when investigation is finished. (B)(4).